Event description:
It was reported that while using the bd vacutainer® acd-a 1.5 ml blood collection tubes that there was foreign matter in tube; biological and non-biological. This occurred 300 times. The following information was provided by the initial reporter: found impurities. Before use. Customer have recently ordered 1200 tubes of item (B)(6) -8.5ml acd tubes and have found impurities in 3xpks of 100ea , which affects us in the way that we cannot use the tubes.

Manufacturer narrative:
H.6 investigation summary. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed, and it was observed that some of the additive in the tubes leaked in the packaging and turned to a brownish color as it dried. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of glass breakage / additive leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage / additive leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.